Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing address and serial number label.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to clear the button error alarm. Customer was advised that if the insulin pump is returned, it will be sent for destructive analysis. Customer will return the insulin pump. Customer was advised that the replacement pump will have to be programmed and to call if assistance is required. Customer was also advised that the period of the loaner pump is from (B)(6) 2014. No additional information provided.